Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d5, e1,e2, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 a getinge field service engineer evaluated the unit for the reported condition. During the inspection, the latch (receiving side) of the helium tank compartment was confirmed to be broken. The damaged latch was replaced in accordance with the service manual. Following the replacement, the cover opening and closing function was verified and confirmed to operate correctly. No fault logs were available for this event. All functional and safety checks were completed successfully. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Corporation foundation and event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) during preventive maintenance (pm) that the latch (female side) on helium tank storage compartment of cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involved.